Event description:
Baxter finland reports the clamp of the transfer set did not shut down the flow of solution, and there may be a hole in the tubing. No pt injury or medical intervention required per affiliate.